Manufacturer narrative:
Philips has investigated this complaint. The philips engineer inspected the system remotely and reviewed the system log file which confirmed that the system had generated a host pc memory problem. Due to manufacturing issues, the dimms (dual in-line memory module) may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1156-2024). The philips field service engineer (fse) checked the system onsite and replaced the host pc and hard disk drive (hdd) and installed new license. The defective host pc was returned to philips for further analysis and the cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system had generated a host computer memory problem remote alert message. The system was in clinical use at the time of event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite, replaced the host computer, including the hard disk drive, installed a new license, and created a new ghost backup, which resolved the issue. The device was returned to use in good working order.